Event description:
Customer questioning 2 double positive results on 2 different patients (both patients positive for flu b & sars). No confirmation testing was performed and symptomatic status is unknown. Through interview it was found the customer was not following product insert specifications for pipetting of the sample. Report 1 of 4 (flu b 1).

Manufacturer narrative:
Investigation summary: a review of the package insert (pi) was conducted for clarity of instructions. No issues were found. The customer's reported problem was related to a deviation from the instructions called out in the pi. Root cause: customer procedural error. Source: phone.